Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular leadless pacemaker (rvlp). The high capture threshold is not believed to be due to a device malfunction. The physician elected to explant and replace the rvlp. The patient was recovering following the procedure.